Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (2) 500ml capacity intravia containers were leaking from the front of the bags where the labeling is printed. The event was further described as, ¿product had letter imprinting that has penetrated the outer layer of the bag and compromised the sterility by having a small break in the pvc bag¿. The leaks were identified after compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. During visual inspection, all components were placed according to specification; however, it was also observed the letter imprinting in the pvc bag penetrated the outer letter of the bag. A leak was noted in the penetration area of both bags. The reported condition was verified. The cause of the of condition was due to manufacturing process. Immediate actions were taken to resolve the issue by cleaning the hot stamp to remove the plastic residuals that caused the condition. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.